Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was discolored with a multi-colored hue on the display screen. Customer's blood glucose was 101 mg/dl. Reportedly, during troubleshooting with tandem technical support, the customer reset the pump and the touchscreen display was fully functional. Reportedly the customer continued to use the pump for insulin therapy.